Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested the connector was found to be smashed. Evidence indicates this is due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a foot control device in which it was observed that the "cord was broken". The alleged defect was observed during cleaning, after surgery was completed. The foot control device was not being used in surgery when the alleged defect was discovered. No injuries or medical intervention were reported. No additional information was available.